Manufacturer narrative:
The reported event of the battery voltage not appearing to decrease was confirmed. Based on the information provided, the device has low battery drain, which means that the battery voltage remains high for a longer period of time due to the current device programmed settings. The device is performing per design.

Event description:
It was reported that an incorrect battery voltage measurement was observed on the device. The patient was stable and will continue to be monitored. There were no adverse consequences.